Event description:
Event was reported to caldera medical by an attorney. Legal complaint states that pt suffered pelvic and vaginal area pain as well as pain during intercourse. Recurrent urinary and vaginal infections, vaginal discharge, vaginal bleeding, vaginal area numbness along with urinary incontinence, retention and leakage, in additional to physical pain and discomfort plaintiff suffers psychologically and emotionally. No additional info was provided in the legal complaint.